Event description:
The patient suffered from chest pain, pericardial effusion and was diagnosed with cardiac tamponade due to pacemaker lead perforation. Furthermore, a infection was suspected. The patient was hospitalized. For diagnostics ECG, chest x-ray, pulmonary CT angiography echocardiogram was done. Pericardiocentesis was done and pericardial drainage was placed. The pacemaker was explanted and a new system implanted. Lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.